Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation and service. The main circuit board, heater cable and oxygen sensor were replaced during service. No further information is available at this time, therefore resmed is unable to confirm the alleged malfunction. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was not returned to resmed. An investigation was performed on all available information. Based on the information provided, system fault 65 occurred as a result of a software upgrade failure at service center. The main circuit board was replaced by an authorized resmed third party service center to address this issue. Based on the information provided, the astral device failed to complete its internal self-test. The heated flex cable was replaced by an authorized resmed third party service center to address this issue. Based on the information provided, the oxygen sensor was replaced by an authorized resmed third party service center for preventive maintenance. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message. There was no patient harm or serious injury reported as a result of this incident.